Manufacturer narrative:
D4: the UDI is unknown since the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part/lot numbers were not reported and the product was not returned for analysis. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement and or inflation the balloon outer surface became damaged and/or compromised against the calcification resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported as a general comment that the physician is not able to inject contrast inside the armada 18 percutaneous transluminal angioplasty (pta) catheter when used with unspecified 4f sheaths as opposed to a non-abbott balloon. Also, the armada 18 pta balloon ruptures with heavy calcification. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, the following information was received from the account: by the physician stating, 'not able to inject contrast beside the balloon. He has to pull back the balloon before injecting' he does not mean the balloon was prepped inside the patient. Additionally, the account states because it is a general comment, no further information is available. No additional information was provided.

Manufacturer narrative:
Estimated date of event. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that the physician is not able to inject contrast inside the armada 18 percutaneous transluminal angioplasty (pta) catheter when used with unspecified 4f sheaths as opposed to a non-abbott balloon. Also, the armada 18 pta balloon ruptures with heavy calcification. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.